Event description:
During a ptca treatment procedure the maverick2 monorail balloon ruptured at 10 - 12 atm's on the initial inflation. The lesion being treated was a velocity 99%, calcified in-stent restenosis lesioin in the proximal lad coronary artery. The balloon dilatation catheter was being used to expand the stent, as the physician determined by ivus that the stent was not fully expanded. The patient was asymptomatic during this event. The maverick2 monorail balloon catheter was removed and replaced with a quantum maverick balloon catheter to successfully complete the procedure. Patient status is reported as 'good'.